Manufacturer narrative:
Date of event: the event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a couple weeks ago, they went to the dentist to get some work done and they used a drill. They stated that after they did the work, they could not feel any stimulation at all. The patient confirmed that stimulation was on, but they just could not feel any stimulation like they normally do. Dental scenarios compatibility information was reviewed and it was recommended the patient speak with their healthcare provider (hcp) regarding the event. The patient mentioned they have notified their hcp.